Manufacturer narrative:
E1 facility whole name: (B)(6). The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head had a poor-quality image. There were no reports of patient involvement.

Event description:
It was reported, the camera head had a poor-quality image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair site for evaluation and the customer's allegation was not confirmed. Visual and functional testing were performed, and the issue was unable to be reproduced. It was determined that the device met product specifications. A probable root cause for the reported event could not be determined. A device history review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.